Event description:
The customer reported to olympus, the distal tip on the ultrasonic gastrovideoscope was leaking, which was observed during reprocessing. Inspection of the returned device found that the pink rubber on the probe unit was cut and was chipped on the top edge. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The connector is dented and leaking. There was a buckle at the boot on the connector side of the light guide tube that expanded during the leak test. The glue on the rubber of the bending section cover was peeling, the cement on the objective lens was peeling and the ultrasound cord was scratched and peeling. There were noise on the ultrasound image and there were two missing echo signals in the consecutive 14 elements. There were deep scratches between the 45 and 55 marks on the insertion tube and the shrink tube on the forceps lever is cut, exposing the metal underneath. Non sharp scratches were found on the control body, minor play on the control knob and the light guide mount was loose but was not observed to be leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is submitted to provide applicable corrections. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is obtained.

Manufacturer narrative:
This report is being supplemented to provide information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 20-dec-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the damaged probe unit could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.